Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a clogged channel tube and channel mount with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the user tried to retrieve stent through biopsy channel during the procedure, the stent may have clogged the biopsy channel. Detection methods are written in IFU: tjf-q190v operation manual 3.3 inspection of the endoscope. Also, IFU warns not to retrieve stent through biopsy channel in 4.1 precautions, warning. Do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. Olympus will continue to monitor field performance for this device.